Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MFR ID#: 2134265-2010-05536. It was reported that post index procedure, the patient experienced st elevation and restenosis. The patient presented due to a non-q wave myocardial infarction and underwent cardiac catheterization which revealed a 100% stenosed and 22mm long lesion located in the proximal left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. It was treated with pre-dilation using a 3.0x20mm apex balloon. Immediately following pre-dilation, recoil and slow flow were observed. The procedure was completed with placement of a 3.0x24mm taxus liberte stent and an overlapping 3.5x12mm promus stent resulting in 0% residual stenosis. The patient continued to have slow flow and was treated with heparin and aggrastat. A catheter was advanced and intracoronary adenosine was delivered as well as several flushes of fresh blood. The patient continued to have slow flow and st elevations and an intraaortic balloon was placed. 1 day post procedure, the patient reported the onset of epigastric pain. An ECG revealed st elevations in leads v1-v3. Subsequent cardiac catheterization revealed the previously placed stents to be widely patent. However the lad had 85% distal stenosis and subtotal occlusion near the distal apex. The apex was noted to be too small for percutaneous revascularization. Treatment consisted of angioplasty and deployment of a 2.25x24mm taxus liberte atom stent and post dilation resulting in 0% residual stenosis. It is noted that the patient also experienced an unrelated event of peritoneal bleeding 1 day post index procedure. A computerized tomography scan of the abdomen and pelvis without contrast revealed a large right-sided retroperitoneal bleed extending into the right pelvis with minimal extension into the left. The patient's hemoglobin dropped to 8.1 g/dl and hematocrit was 24%. The patient was treated with two transfusions of whole/packed red blood cells. Global use of strategies to open occluded coronary arteries (gusto) bleeding classification was severe. An echocardiogram suggested an akinetic apex and "mild amounts of thrombus may have been forming" in the apex and the patient was placed on coumadin. The patient was discharged 6 days post index procedure on aspirin and prasugrel. Per the physician, the events are not related to the taxus liberte stent.